Event description:
The pt presented to the ER with tenderness and was found to have right chest wall seroma (vs. Hematoma). A revision was performed, antibiotics were given and a blake drain was used for treatment.